Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-33 lot# va01qgd, implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's implant, a couple days later, she had to go to ICU because, she was very sick and the patient programmer was lost in the ambulance. If additional information is received, a follow up report will be sent.

Event description:
Additional information noted that the patient had complications after implant surgery and prior surgery or anxiety and was in ICU. In transit from different department to other facility the patient's programmer was lost. This issue was also reported in manufacturer's report # 30 07566237-2013-02215. Additional information will be reported in manufacturer's report # 3004209178-2013-11265.